Manufacturer narrative:
The coil has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a renal stent assisted coiling procedure, placed two 14x40 3d coils, 3rd 3d coil 14x40 went outside the stent. The coil was pulled back gently and little pop was felt. The coil was noted to have prematurely detached. The coil was successfully retrieved and stretched during the retrieval. No patient injury was reported.

Manufacturer narrative:
The device was returned as part of this investigation. Analysis found the concerto coil was prematurely detached. The implant coil likely detached from the pushwire subsequent to the pulled release wire as is evidenced from the coin pulled back from the lumen stop. The ai and coupler tube were likely broken during a mechanical detachment attempt. In addition, the distal to the break indicator was found to be broken. It appeared the manual detachment was attempted at this location; which likely led to the coil detachment. The pusher was kinked at several locations. The implant coil was found to be damged and stretched. The investigation determined that there was insufficient information to determine the cause of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.